Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a refrigerator failure. A field service engineer reseated the connections, power cycled the refrigerator and the station, yet the bus error persisted and diagnostics were run, and the refrigerator was observed and tested to be functioning properly. The station was rebooted, and it was checked again; the bus error remained, but the refrigerator was recoverable and tested successfully in the application, as well as in diagnostics and application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not recognized and had door failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.